Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after receiving an inappropriate shock due to noise on the right ventricular (rv) lead resulting from a lead fracture. In addition, the right atrial (ra) lead has known sensing issues resulting from a possible microdislodgement post implant. The rv and ra leads were removed via laser and replaced successfully during a routine generator change. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-45 lead implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.